Manufacturer narrative:
Correction: after further review on 9/23/2019 this event was found to be related to MDR 1723170-2019-04656 which was previously reported to have been caused by a battery that would not hold a charge due to an electrical issue. The battery was replaced and the system then passed the system checkout and was found to be fully functional. The computer was also replaced proactively, but there is no indication of a computer malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733625, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used in a procedure. It was reported that during a case the main cart shut down. They were able to reboot the system and move forward with the case. There was no impact on patient outcome. Delay to the procedure was unknown at the time of the event.